Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-(B)(4). On (B)(6) 2018, it was reported that the device vibrates and makes noise. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Product review of the air dermatome on may 17, 2018 revealed that the complaint of vibration could not be duplicated however; the hose had a small leak causing a noise. The calibration was out of specifications at the 0 setting only and the motor speed was within specifications. Repair of the air dermatome was performed by zimmer biomet surgical on may 17, 2018 which included replacement of the bearings, hose, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was partially confirmed since during the product review it was noted that the vibration could not be duplicated however; the hose had a small leak causing a noise. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the vibration could not be duplicated however; the hose had a small leak causing a noise. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device vibrates and makes noise. The unit was never actually used on a patient. The event occurred during surgery. There was no harm and no delay reported. Investigation found that there was a small leak causing the noise. No adverse events have been reported as a result of this malfunction.